Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error b30. The event has occurred during sedation for a colonoscopy procedure and completed with a similar device there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The customer contacted olympus technical assistance support (tac) via remote the 190 tower was powered off, the endoscope was connected, and the errors persisted upon powering the unit back on. It was suggested that the customer reset the communication cables between the video system center and the light source, and they had to move the tower to another room to perform the configuration. The customer responded via email confirming that a colonoscope was causing the errors and that the unit has been sent to the national service center for evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.